Event description:
Rptr had implants implanted in 1973 and 1985. Rptr complains of auto immune problem, the glands in her mouth swelled into ears and under chin, terrible eye ache up into the back of head, all this went on for a month, did not eat, couldn't open mouth, can hardly use arms at times, and shoulders ache. She had a mammogram and they want her back in 6 mos, maybe cancer in left one. Her breasts are also a cup size smaller. When she went to the dr he said something "hit" the immune system. She does not feel she will ever be better. She has not been well.